Event description:
The christmas tree adapter on the pleur-evac that connects to the chest tube is loose when unpacked. The pleur-evac side of the christmas tree adapter became disconnected in use. The physician stated that this is the second time this has happened.